Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had experienced a hypoglycemic episode during which his bg/cgm was 42/101 mg/dl. Pt was sweating heavily and his wife called the paramedics. Paramedics administered fluids to pt but pt was not hospitalized. At the time of his call to dexcom technical support, pt reports he was feeling fine.